Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a cannula fracture. The clear fragment was identified to be part of the cannula tip. Based on the condition of the returned unit, it is possible that the fractured cannula was caused by force exerted on the cannula tip during the procedure. However, applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit.

Event description:
Procedure performed: adrenalectomy. Event description: product: cfr33. "When the operation was about to be completed and the bleeding situation was checked, a green fragment was discovered in the abdomen, identified upon retrieval as a fragment of a trocar. An extensive search was made for another fragment, but it was not found. The patient's condition is currently stable; however, the doctor will continue to monitor it closely." Additional information has been received on 03may2024 via email from distributor: "the patient stayed stable during their hospital stay, and there was no need to extend it because of this incident. The patient returned for a check-up on (B)(6) 2024, and everything was normal. Here is what happened during the procedure: as the surgery neared completion, during the surgeon's final check for any bleeding, fragments were discovered inside the abdominal cavity. The cause of the cfr33 rupture is unknown. The tip was where the fracture occurred. No robot was involved in the surgery, and c6001 was inside the cannula at the time of the incident." Intervention: it was finished with the same instrument. Patient status: the patient stayed stable during their hospital stay, and there was no need to extend it because of this incident. The patient returned for a check-up on (B)(6) 2024, and everything was normal.

Event description:
Procedure performed: adrenalectomy event description: product: cfr33 "when the operation was about to be completed and the bleeding situation was checked, a green fragment was discovered in the abdomen, identified upon retrieval as a fragment of a trocar. An extensive search was made for another fragment, but it was not found. The patient's condition is currently stable; however, the doctor will continue to monitor it closely." Additional information has been received on 03may2024 via email from distributor: "the patient stayed stable during their hospital stay, and there was no need to extend it because of this incident. The patient returned for a check-up on (B)(6) 2024, and everything was normal. Here is what happened during the procedure: as the surgery neared completion, during the surgeon's final check for any bleeding, fragments were discovered inside the abdominal cavity. The cause of the cfr33 rupture is unknown. The tip was where the fracture occurred. No robot was involved in the surgery, and c6001 was inside the cannula at the time of the incident." Intervention: it was finished with the same instrument. Patient status: the patient stayed stable during their hospital stay, and there was no need to extend it because of this incident. The patient returned for a check-up on (B)(6) 2024, and everything was normal.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.